Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced difficulty in using the laser flex tracheostomy tubes while intubating a patient.